Manufacturer narrative:
Description of problem or event: patient's history of driveline fatigue was previously reported under MFR#2916596-2019-03718. Approximate age of device- 6 years, 8 months. Device evaluated by MFR: the device was lost and will not return for investigation. The patient remains ongoing with the replacement device. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient experienced pump stoppages on ac power and battery power. Patient has a history of percutaneous lead (driveline) fatigue and has been supported on a non-grounded patient cable since (B)(6) 2018. Patient was stable with no symptoms or adverse patient impacts, but was admitted for investigation. Alarms were reported as low flow alarms, red heart alarms, driveline fault alarms and pump stoppages. Patient was kept on battery support. X-rays were performed which revealed internal damage a few centimeters from the pump housing. An urgent pump exchange was performed on (B)(6) 2019. The exchange was performed without complications, patient was reported as recovering in the hospital. On (B)(6) 2019, it was reported the pump was lost by the hospital and would not return for evaluation. No additional information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the report of pump stops and driveline fault alarms could not be confirmed as no log files were submitted by the account. Furthermore, a specific cause for the reported events could not be conclusively determined as heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.